Event description:
It was reported that during a breast biopsy, the smart vac engages, even though, it has been disabled in the user preferences. The customer was able to complete the case with no patient consequence.